Manufacturer narrative:
There is more information on the device evaluation. Additional information received from the customer. Correction is being made to d9 and become aware date of the initial MDR. The become aware date of the initial MDR is aug 6, 2021. This supplemental report is being submitted to provide this information. The event of the b30 scope communication error occurred during the preparation for use. The device was swapped for another to complete the set up. A different tower was also used for the set up. However, as confirmed by the customer, the issue was only with this device and not the tower. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was damaged by impact and flooding, whereby the internal circuit was corroded and short-circuited. It is inferred that this prevent communication and the b30 error code was displayed. The instructions for use includes the following statements: · do not strike the camera head. The camera head may be damaged. · do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. · after using this camera head, reprocess and store it according to the instructions given in the camera head's companion reprocessing manual with your camera head model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and / or infection. · before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts are completely dry and clean. If the camera head is used with the electrical contacts wet and / or dirty, the camera head and video system center may malfunction.

Manufacturer narrative:
Additional information is not yet available from the customer. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image disappears and ceases to emerge; the visual field is suddenly lost. This is attributed to electrical contact corrosion of the video connectors. The shortage or corrosion of the electrical circuit is due to water immersion. A b30 scope communication error message and noise in the image was also noted. It is likely from water damage due to a leak in the plug. Additionally, adapter has severe scratches impacting the edges which are thus deformed and clamping ring is jammed. Damage may have been done by user handling or by wear and tear. A repair of this equipment is required to return it to the original equipment manufacturer standards. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, a b30 scope communication error was observed for the device. The display of image was not correct. There is no harm reported to any patient.